Manufacturer narrative:
Concomitant products: product ID 977d160, serial# (B)(4), product type screening device; product ID neu_stylet_acc, serial# unknown, product type accessory; product ID 977d160, serial# (B)(4), product type screening device. (B)(4).

Manufacturer narrative:
Analysis of the stylet (green handle, green cap) found that the handle was separated from the wire. There is a slight damage to the stylet handle where the wire leaves the handle. With the cap removed, the inner chamber shows an indent where the wire leaves the handle and there is an indent in the cap. The proximal end of the stylet wire is bent where it would be in the handle. There are bends in the wire 16.7 and 45 cm from the distal end. There are severe bends in the wire 26.4 to 27.6 cm from the distal end.

Event description:
It was reported that the night prior to day of report during a trial lead implant, the doctor tried to adjust the lead without the needle. It was noted that fluoroscopy showed that one of the leads had moved caudalad after removing the needle. It was noted that the doctor attempted to push the lead up a bit but ended up pushing the lead into the spinal canal instead of the lead travelling cephalad as it was noted that the patient had stenosis. It was noted that then when the doctor tried to remove the stylet, the handle popped off. It was noted that the stylet was unable to be removed without the handle. It was noted that there was a concern about the stiffness of the lead with the stylet still present. The doctor decided to straighten out the lead and attempt to removed the stylet again. It was noted that this was successful. It was noted that the stylet and handle would be returned for analysis, but that the lead was "fine." Additional information received five days later reported that the device worked well through the trial and no malfunctions were evident. It was noted that the only issue was when the stylet handle broke off making stylet removal difficult. It was noted that the patient had "excellent relief" and was moving forward with getting the implant. Additional information received almost two weeks later reported that there was no patient death or injury. It was noted that the patient recovered without sequelae. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.